Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The ac adapter and battery were returned to the manufacturer for further evaluation. (B)(4): the returned unit passed visual inspection but failed functional testing. The battery exhibited early depletion of a cell pair which caused the cell pair voltage to drop below the minimum voltage threshold. This caused the field-effect transistor (fet) to open. Heartware has initiated an internal investigation to further evaluate this issue. (B)(4): the reported event "inability to connect" was confirmed. The cable near the strain relief was opened and it was found to have an internal broken wire preventing any power from being delivered. The most likely cause of the damage was due too excessive bending of the cable near the strain relief. Device remains implanted.

Event description:
Approximately eight months post hvad implantation, the vad coordinator reported that the patient's ac adapter was not providing power to his controller and that one battery had poor connection. The ac adapter displayed an illuminated green light but did not "register" to the controller. According to the territory manager, "the connection was not tight and was able to be pulled out". Both the ac adapter and battery were replaced and returned to the manufacturer for further evaluation. There was no reported patient injury as a result of the event. Issue was resolved with the replacement devices.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient's cac adapter was not providing power to the controller and the battery related to the event was not connecting well. There was no reported patient injury as a result of the event. The cac adapter (B)(4) and battery (B)(4) were returned to the manufacturer for evaluation. The returned cac adapter was opened and it was found to have an internal broken wire preventing any power from being delivered. The returned battery passed visual inspection but failed functional testing as a result of exhibiting early depletion of a cell, which caused the cell pair voltage to drop below the minimum voltage threshold and the fet to open. The most probable root cause of the reported ac adapter with the "no power" event may be attributed to an open internal wire within the ac adapter. Additionally, the root cause for the reported battery with a "power disconnect" event may be attributed to faulty lishen internal cells within the hvad battery pack. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2014). (B)(4).